Event description:
It was reported that the user was not seeing blood glucose readings on the ilet due to a disconnection between the ilet and the ilet mobile application, which prevented pairing and data transmission from a connected fsl3+ sensor. Symptoms included no reported adverse clinical effects. Outcomes included restoration of glucose readings after successful reconnection and sensor scan. Investigation included troubleshooting and education with guidance to re-establish app pairing and verify cgm data flow. Investigation of this case revealed that the device had lost connection to the app, resulting in cgm signal loss, and that reconnecting the app resolved the pairing failure and restored functionality. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error related to device-app pairing.